Manufacturer narrative:
The catheter was not available to be returned. Without the benefit of examination and testing the catheter which was actually involved in the incident, (B)(4) is precluded from commenting on the condition of the device or the cause of occurrence. However, the returned samples from the same batch/lot were investigated without finding any deviations. No deviations found in the batch/lot documentation. Should the device or additional information be received, a follow-up report will be filed.

Event description:
According to the reporter, the customer experienced that the catheter broke during catheterization and a piece of the catheter was left in the bladder and had to be surgically removed.